Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.